Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. The keypad was found to be cut and torn at the down arrow button; no peeling was observed. Unrelated to the complaint, testing of the keypad buttons revealed that the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The down arrow, up arrow and ok buttons responded appropriately during testing. The keypad was removed and there was contamination found under the all key contacts. Also unrelated to the display issue, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.